Event description:
It was reported, that a week and a half post implant procedure of the cardiac resynchronization therapy defibrillator (crt-d). This right ventricular (rv) lead exhibited high pacing impedances out of range. Technical services (ts) discussed troubleshooting options. At this time, this rv lead remains in service. No adverse patient effects were reported.